Manufacturer narrative:
G4:(B)(6) 2020. B4:(B)(6) 2020. H11:d11 and h6 updated. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28oct2020. B4: 28oct2020. The manufacturer's field service engineer (fse) confirmed the reported issue. Unit would not turn on. The fse replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09aug2020.

Event description:
The customer reported the ventilator will not power up. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.